Event description:
It was reported to boston scientific corporation that an acquire needle was used in the duodenal bulb during an endoscopic ultrasound fine-needle biopsy (eus-fnb) procedure performed on (B)(6) 2022. During the procedure, the needle would not extend. The patient was sedated when the event occurred. The procedure was not completed successfully. There were no patient complications reported as a result of the event. The patients condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an acquire needle was used in the duodenal bulb during an endoscopic ultrasound fine-needle biopsy (eus-fnb) procedure performed on (B)(6), 2022. During the procedure, the needle would not extend. The patient was sedated when the event occurred. The procedure was not completed successfully. There were no patient complications reported as a result of the event. The patients condition following the procedure was reported to be stable.

Manufacturer narrative:
Block d4: lot number updated based on device received. Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results the returned acquire needle was analyzed, and a visual evaluation noted that the working length was found kinked at the proximal section and the needle was retracted. A functional evaluation noted that some resistance was felt during the extension the needle. No other issues were noted. The reported complaint was confirmed. Based on all available information and the condition of the returned device, it is possible that evidence of over manipulation against this unit caused the working length to kink and not allow the needle to extend as it should. It is possible that factors and/or conditions related to the procedure during the use of the device could have affected its performance and its intended purpose. Therefore, the investigation concluded the most probable root cause as adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.